Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported a separation. Tubing set was being used during an unspecified surgical procedure to deliver an unspecified concentration of propofol. After an unspecified length of time in use, it was reported the proximal tubing separated from the filter. The tubing set was replaced and the therapy was resumed. It was reported that the pt remained sedated during the tubing set replacement, and there was no change in the pt's condition. There was no delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.